Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). During routine follow up it was noted that the device longevity dropped for one and a half year. Further, data analysis showed that the device power consumption has been increasing and is expected to continue to increase. The device was explanted. No additional adverse patient effects were reported.